Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable. Block d4: expiration date not applicable. Blocks d6, d7 & d10: not applicable; no patient involvement. Block h3 & h6: a field service engineer visited the site on (B)(6) 2026. The ace board was replaced, and the system met specification for the performed service and returned for use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight mobile system was used in a procedure. During use, a catheter fault error message was present. Due to the patient's elevated chemistry levels, iodinated contrast could not be used; therefore, the procedure was discontinued and rescheduled for a later date. No patient injury reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.